Manufacturer narrative:
Evaluation summary: the returned portal was subjected to microscopic examination. A section of catheter was observed over the outlet tube body and within the lockring of the portal. The orientation and physical characteristics of the catheter section indicates that the catheter was cut with a sharp instrument, resulting in breakage of the catheter over time. The portal was found to be patent.